Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this female patient right knee was revised due to pain. The poly was removed. Tibia checked and found to be well fixed. The femur was checked and found to be loose. The patient received a size 2 cc femur with a stem extension and femoral augments. Patient was last known to be in stable condition following the event. No x-rays provided. Devices are not returning - the patient requested the implants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Implant date is unknown. The revision reported may have been the result of the reported femoral loosening or the potential inclusion of the polyethylene component in the packaging recall. The observed damage to the tibial insert appears consistent with overhanging bone or bone cement interacting with the lateral non-articular edges of the tibial insert rather than articular surface wear. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.